Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
As a result of microbiological testing by the user facility, the sample collected from the subject device was tested positive for pseudomonas aeruginosa (1-9 cfu/0.1ml) and coagulase-nagative staphyloccocci (1-9 cfu/0.1ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.